Event description:
It was reported that the patient underwent an anterior fusion surgery at t12-l3 to treat idiopathic scoliosis. The patient reported back to clinic sometime post-op and it was noted that the rod was broken. It was also noted that the patient was experiencing back pain. The patient underwent a revision surgery posteriorly t l1-2. No additional patient complications have been reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient underwent a surgical procedure to remove all hardware 4 years post op. The broken rods that were anteriorly placed were removed. Fusion was complete.

Manufacturer narrative:
Visual review confirms rod breakage. Some fracture surface smearing noted on fracture surfaces. No surface defect identified on adjacent surfaces that could contribute to crack propagation. Fracture surface examination of the fractured rods identified ratchet marks near the origin of crack propagation with progressive striations or beach marks emanating from the ratchet marks, until mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with anticipated wear.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.